Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with no unexpected beeping after battery replacement. The unit was received with a stripped battery cap coin slot, cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip. All operating currents were within specification. The device passed the displacement test and self test. No blank display, unexpected beeping, or battery heating up was noted during testing. The unit functioned properly; however, a corroded motor home switch was noted during visual inspection.

Event description:
It was reported that the insulin pump had a blank display beeped unusually after a battery change. The customer also stated that the battery compartment was overheated. He was unable to unscrew the battery cap. Advised replacement of the insulin pump. The caller did not know the blood glucose reading. Nothing further reported.